Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the xenon lamp needed replacement and the phenomenon was resolved after the lamp was replaced. Based on the results of the investigation, it is likely a xenon lamp problem that led to the malfunction. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source displayed error code e-103 intermittently. The issue was found during maintenance. There were no reports of patient harm.